Event description:
In 2009, the pt reported he has had erratic blood glucose readings and was unsure if the up/down buttons on his insulin infusion device are properly working. When troubleshooting was attempted, the pt became frustrated and disconnected the call. Attempts to follow up were unsuccessful. Product was replaced and requested to be returned for evaluation.